Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the physician experienced difficulties extending the helix of the right ventricular (rv) lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in blood. There was blood on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The analyst noted the lead was returned with dried blood on the helix and within the sleevehead. Dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure.